Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device's pacer output was out of specification and was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "pacer output incorrect" was duplicated and attributed to a faulty capacitor on a pace/defib (pd) engine board. The pd engine board was replaced to resolve the report. The report of "no ECG signal" was observed during initial testing. The device was put through extensive testing including ECG stress testing without duplicating the report. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.